Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant (+) serum vs. (-) serum urine qualitative test results obtained from the icon 25 test kit. Customer returned serum samples to bci exhibited positive results verifying customer result. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was serum retain devices tested by bci using controls gave expected results. Although human anti mouse antibodies (hama) interference suspected as a root cause, a clear root cause can be determined at this time.